Event description:
It was reported that during a thoracoscopic respiratory procedure for the mediastinal tumor, the device was broken off during use. The broken pieces fell into the patient, but there were retrieved by forceps. The procedure was not converted to open. The surgeon commented that the broken pieces fit the device, so probably there were no pieces left inside the patient. The surgeon believes all pieces of the trocar were retrieved. Another trocar was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. Additional information received: photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 4/5/2022 photo analysis: this is an analysis for a set of photos submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a sleeve broken off from the bottom side. Based on the set of photos review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.